Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 600 mg/dl. The customer treated with manual injections. The customer was hospitalized for diabetic ketoacidosis. The customer had symptoms such as nausea and stomach pains. The customer was treated with insulin drip at the hospital. The customer's current blood glucose is 215 mg/dl. The customer declined to troubleshoot for the pump.